Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional/revised details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2009, including records for the ruptured diverticulitis, exploratory laparotomy ,colon resection with colostomy, hartmann¿s reversal of colostomy, prior multiple hernia surgeries with history of mesh infection and history of chronic wound, were not provided. Medical records for surgical consult dated (B)(6) 2009 indicates the patient was seen for ventral hernia. The patient ¿is a 48- year-old female with a history of multiple abdominal surgeries for hernias stemming from an exploratory laparotomy for ruptured diverticulitis which resulted in her abdomen being left open. She has undergone, she believes, five separate abdominal surgeries, the first being a colon resection for ruptured diverticulitis with a colostomy and primary closure of her abdomen after that time. Approximately 6 months later she underwent a hartmann's reversal and has had at least three separate hernia repairs attempted on her abdomen with mesh with difficulty with mesh infections. She is currently being treated at a wound care center in casa grande and was referred here for abdominal wall reconstruction.¿ the (B)(6) 2009 records state: ¿abdomen: soft, nontender, obese. She has a loss of domain anterior scar, diamond shaped, approximately 35 cm from top to bottom, and from side to side there are two small draining sinuses with purulent, foul-smelling odor, more akin to anaerobic bacteria than stool. There is not a significant amount of drainage.¿ the (B)(6) 2009 records states: ¿this is a 48-year-old female with significant anterior loss of domain and complete loss of the anterior abdominal wall with a thin layer of skin covering her bowel. She does have a couple of draining sinuses. These do not appear to be enterocutaneous fistulae but that is something we will consider and we will deal with at the time of surgery.¿ plastic surgery consult states: ¿if needed, the plan would be to reconstruct the abdominal wall with one or both rectus femoris myocutaneous flaps in a pedicle fashion.¿ records dated (B)(6) 2009 state: ¿she has a complicated abdominal surgical history with complications secondary to an exploratory laparotomy for ruptured diverticulitis. She had a resultant open abdomen with hernia repair, resultant mesh removal secondary to infection. She is scheduled for hernia repair, abdominal wall reconstruction with dr. (B)(6) .¿ ¿the plan is for abdominal hernia repair and abdominal wall reconstruction. If needed, the plan would be to reconstruct the abdominal wall with one or both rectus femoris myocutaneous flaps in a pedicle fashion.¿ history and physical records dated (B)(6) 2009 state the patient ¿is a 49-year-old female with a history of ruptured diverticulitis status post exploratory laparotomy. She had multiple hernia surgeries subsequently. She has also had chronic wound issues and was thought to have a possible enterocutaneous fistula. She was, therefore, scheduled for an open ventral hernia and is here today.¿ abdominal exam notes state: ¿the patient has a massive ventral hernia with a large, anterior, diamond-shaped scar with a dressing overlying midaspect of her abdomen. There is no noted drainage at this time.¿ operative records dated (B)(6) 2009 indicate the patient underwent ¿#1 open ventral incisional hernia repair with 34 cm x 26 cm polytetrafluoroethylene gore dualmesh plus. #2 extensive abdominal lysis of adhesions lasting greater than 3 hours.¿ ¿#3 rectus femoris myocutaneous flap for abdominal wound closure.¿ the operative records dated (B)(6) 2009 state: ¿patient presented with a history of previous multiple ventral incisional hernia repairs. She had recurrence of her ventral incisional hernia along with nonviable skin in the middle of her abdominal wall and loss of abdominal domain with over half of her intra-abdominal contents out within her hernia.¿ the records dated (B)(6) 2009 continue: ¿sharp dissection was then used to lyse adhesions, removing the skin from the bowel. This was densely adherent. There was no evidence of injury to the intestine throughout the extensive lysis of adhesions, ¿which was undertaken for over 3 hours¿. We cleared the entire abdominal wall from adhesions. We were then able to identify the patient's remaining abdominal wall musculature, which was quite widespread, out laterally.¿ records dated (B)(6) 2009 state: ¿with extensive adhesiolysis, we were able to clear an area of musculature for mesh placement. Inferiorly, the pubis was identified. Foley balloon allowed us to identify the bladder nicely and this was cleared away from the pubis. The falciform ligament was divided to allow the mesh to lay up nicely under the sternum. A 34- cm x 26-cm ptfe gore dualmesh plus was then chosen. Interrupted 0 prolene sutures were then used in u-shaped mattress fashion to place this in the intraperitoneal position in a retrorectus fashion securing it with approximately a 5-cm underlap beyond the musculature circumferentially.¿ the operative records dated (B)(6) 2009 continue: ¿we worked circumferentially reducing the bowel content as the mesh was placed and sutures positioned. Between sutures, spiral tacks were placed to keep bowel content from herniating between the sutures. Once all of the sutures were placed, the bowel content had been completely reduced, the area was irrigated with antibiotic irrigation. At this point, skin flaps were raised by dr. (B)(6) to allow excision of all of the nonviable skin.¿ operative records dated (B)(6) 2009 state: ¿the right anterior thigh was marked for a rectus femoris myocutaneous flap. Incisions were carried out through the skin and subcutaneous tissues to the level of the investing fascia. The fascia was incised and the muscle belly of the rectus femoris was identified, as well as the tendinous portion. The tendon was incised at the most distal aspect and the rectus femoris muscle and accompanying skin and subcutaneous tissue were elevated from distal to proximal in a submuscular plane.¿ records dated (B)(6) 2009 continue: ¿this was carefully elevated to the level of the vascular pedicle. The lateral femoral circumflex vessels were identified and a branch to the rectus femoris was identified, as well as a branch to the serratus muscle. The muscle belly was secured to the investing fascia using interrupted 3-0 vicryl suture to prevent shearing and the more distal portion of the muscle was divided. A few small incisions were created into the muscular fascia after it was transposed through a tunnel into the abdominal wound for increased length.¿ the (B)(6) 2009 operative records state: ¿the doppler was used to evaluate the « < 3 .15 > »[sic]. The myocutaneous flap was then secured into position and using interrupted 2-0 vicryl suture at the fascia to close the abdominal wound. The majority of the upper and lateral aspects of the abdomen were able to be closed using interrupted #1 vicryl suture at the deeper fascia! Tissues, interrupted 2-0 vicryl suture at the fascia, and interrupted 3-0 vicryl suture at the dermis, and running subcuticular 4-0 monocryl suture at the skin level.¿ operative records date (B)(6) 2009 continue: ¿total length of this closure was 42 cm with an open wound of 10 x 20 cm. The rectus femoris myocutaneous flap was then secured into position using interrupted 3-0 vicryl suture at the dermis and a running subcuticular 4-0 monocryl suture at the skin level. The flap appeared to have good viability with good capillary refill.¿ the records confirm a gore ualmesh®plus biomaterial (1dlmcp08/06452375) was used during the procedure. Abdominal x-ray records dated (B)(6) 2009 state: ¿indications: vomiting.¿ ¿mesh repair of the abdominal wall with surgical drain in place. Normal gas pattern without any dilated loops.¿ radiology records dated (B)(6) 2009 state: ¿patient is one week status post abdominal hernia repair with mesh placement. Two drains are in place. Clinically, the right lower quadrant drain is draining purulent appearing material. CT obtained to evaluate for undrained collections.¿ radiology CT abdomen and pelvis findings dated (B)(6) 2009 state: ¿postoperative air in the subcutaneous region around the mesh and in the subcutaneous fat. There is a some [sic] small amount of fluid underneath the mesh but without peripheral enhancement. This is likely a seroma. The more superior anterior drain lies along the anterior aspect of the mesh within postoperative air but there is no fluid in this region. The right lower quadrant drain travels through a small lobulated fluid collection, approximately 8 x 4 x 3 cm, which is nonspecific. Foley catheter within the decompressed urinary bladder. Significant atelectasis in the right lung base. Small amount of atelectasis in the left lung base. Small bilateral pleural effusions.¿ radiology records dated (B)(6) 2009 state: ¿using sterile technique, local anesthetic, and CT fluoroscopy, access was obtained into this collection with an 18-gauge modified potts needle. Very little fluid could be obtained. A wire was easily advanced into the fluid collection and the needle exchanged for an 8 french locking loop apd catheter. Only 5 mm of maroon fluid could be aspirated, suggesting this is hematoma. It was not grossly infected. Dr (B)(6) requested that the drain remain in place for flushing antibiotics. The fluid sample was sent for analysis. The catheter was placed to suction bulb drainage. No immediate complication. Final images show excellent position of the catheter within the complex fluid collection, which is likely a hematoma.¿ discharge summary records dated (B)(6) 2009 indicate state the patient ¿¿is a 49-year-old female with a history of multiple abdominal surgeries for hernias. These were result of an exploratory laparotomy for ruptured diverticulitis. She had chronic wound issues and was thought to have a possible enterocutaneous fistula. She was, therefore, scheduled for open ventral hernia repair with possible resection of enterocutaneous fistula and abdominal wall reconstruction in conjunction with plastic surgery.¿ the (B)(6) 2009 discharge summary states: ¿the patient was admitted on (B)(6) 2009 and underwent open ventral hernia repair as noted above. Intraoperatively, the patient was found to have massive loss of domain and significant adhesions that required extensive adhesiolysis. However, no enterocutaneous fistula was found. The patient underwent mesh repair of her abdominal wall hernia with right rectus femoris flap. There were no complications with the procedure.¿ the (B)(6) 2009 discharge summary continues: ¿early in the morning of postoperative day 1, she was febrile and fever workup revealed a urinary tract infection. She was placed on ciprofloxacin. At this time, she also began to demonstrate low blood pressures, as well as decrease urine output despite aggressive fluid resuscitation. She was transferred to intermediate status at this time. She was started on leech therapy on postoperative day 1 to her rectus femoris myocutaneous flap secondary to significant venous congestion.¿ the (B)(6) 2009 discharge summary states: ¿patient was found to also require multiple blood transfusions throughout her hospitalization secondary to blood loss from leech therapy. She was also found to have an elevated white blood cell count despite treatment appropriate for her urinary tract infection and vancomycin was added secondary to the patient's history of mrsa infection. Her white blood cell count began to decrease at this time. However, on postoperative day 6, the quality of her jp drainage output changed such that she was draining purulent fluid.¿ the (B)(6) 2009 discharge summary states: ¿this was sent off for culture which grew e. Coli as well as candida. The patient was placed on cefepime, as well as diflucan. Her white blood cell count did decrease significantly after change in her medication regimen. Leech therapy was discontinued on postoperative day 6, however, as the flap had improved in viability. A CT scan was obtained on postoperative day 7 due to purulent output from the jp drains and this demonstrated a fluid collection in the right lower quadrant just anterior to the mesh.¿ the (B)(6) 2009 discharge summary continues: ¿an additional pigtail drain was placed by lnterventional radiology and t.i.d. Gentamicin flushes were initiated, these being instilled through the patient's pigtail drain. The patient did well and white count continued to respond to this mode of therapy, as well as the patient's antibiotics. The quality of the jp drainage improved and was serous by the end of her hospitalization.¿ the (B)(6) 2009 discharge summary continues: ¿in regards to the patient's diabetes, she was started on a clear liquid diet on postoperative day 1 and advanced to a diabetic diet. Her blood sugars were somewhat difficult to control and she was initiated on lanius, as well as an insulin sliding scale. When the patient's hemodynamic status was stabilized, she was transitioned back to her daily oral antiglycemic medication regimen. Her blood sugars were somewhat brittle but did respond to additional sliding scale coverage in addition to her diabetic medications.¿ history and physical records dated (B)(6) 2009 states principle diagnosis infected abdominal mesh after ventral hernia repair. The patient ¿is a 49-year-old female who is status post open ventral hernia repair with right rectus femoris myocutaneous flap with placement of ptfe gore dual mesh. She presented to the clinic today with continued purulent drainage into her right abdominal jp drain. She had been undergoing gentamicin flushes through her pigtail drain, however as of recently the flushes have been unsuccessful due to blockage of the drain. She was seen by plastic surgery on (B)(6) , and cultures were obtained which were positive for b. Fragilis, as well as staph epidermidis e .coli, and strep viridans. The patient had been placed on augmentin and had not started on vancomycin until yesterday. Patient has also been having low-grade fevers. She was evaluated in clinic and due to continued drainage was sent for CT scan of the abdomen and pelvis. This showed continued focal fluid collection in the right anterior abdominal wall. Patient was therefore admitted for further management.¿ the (B)(6) 2009 h&p states: ¿abdomen: soft. Right jp has foul smelling, purulent drainage. Rectus femoris flap is erythematous as well as slightly dusky. There is an open area of the flap superiorly that is draining pus.¿ ¿impression and plan: #1 status post open ventral hernia repair with mesh and right rectus flap, now with abdominal wall infection.¿ radiology records dated (B)(6) 2009 indicate a CT abdomen and pelvis with contrast was performed. The records state: ¿interval resolution of bilateral pleural effusion. Residual right lung base atelectasis. Small hiatal hernia. Slight improvement of subcutaneous emphysema of the anterior abdominal wall and the inflammation of the right lateral abdominal wall. Slight improvement of the focal fluid collection at the right anterior abdominal wall by the iliac crest. Otherwise, no significant change in inflammation/residual collection of the remainder of the lower abdominal wall and pelvic wall. Drainage tubes noted. Anterior abdominal wall mesh.¿ operative records dated (B)(6) 2009 indicate the patient underwent ¿removal of infected abdominal mesh with excision and debridement of contaminated tis sues with placement of acellular dermal matrix to abdomen 16 x 20 inches.¿ indications state: ¿the patient underwent repair of ventral hernia defect with previous gore-tex mesh as well as myocutaneous rectus femoris flap closure. The patient presented one month after closure of the wound with sudden onset of purulent discharge and wound breakdown.¿ the operative records dated 9/18/2009 state: ¿the patient's previous incisions were opened and a very foul odor was expressed. Devitalized tissue was sharply debrided and tissue cultures were taken and sent for evaluation. The patient had purulent abdominal fluid both on top of and beneath the mesh, which were both cultured using swab culturettes. The area was copiously irrigated with 8 l of antibiotic solution.¿ the records dated (B)(6) 2009 continue: ¿the mesh was identified and removed by dividing the sutures and removing the mesh in its entirety along with removal of the hernia tackers. Once this was complete, the area was again irrigated with antibiotic solution. The right lower abdominal area had the most odiferous discharge and this was carefully addressed. There was no evidence over the area of any enterocutaneous fistula or bowel fistula.¿ the operative records dated (B)(6) 2009 state: ¿the patient had an excellent fibrinous peel covering the entire intestinal area with intact very lateralized rectus muscles. Therefore, the decision was made to reapproximate the area with a large piece of strattice acellular dermalmatrix to protect the underlying bowel from potential enterocutaneous fistula. The strattice was secured into position over the area using interrupted #1 prolene suture. Once this was secured into position, the wounds were reapproximated.¿ the (B)(6) 2009 records continue: ¿the flap retained excellent blood flow throughout the procedure. A small area at the most distal portion was devitalized due to patient's previous radiographically inserted drain placement, and this was also debrided to freshly bleeding edges.¿ the operative records dated (B)(6) 2009 state: ¿the areas were then reapproximated using interrupted #1 vicryl suture at the deeper tissues, interrupted 2-0 and 3-0 vicryl sutures at the scarpa's fascia, and dermis, and interrupted #1 and 3-0 prolene suture at the skin level. The incision was reapproximated over multiple jackson-pratt drains exiting through new incisions. The drains were secured into position using interrupted prolene suture. Total length of incision was 54 cm, strattice acellular dermal matrix 16 x 20 inches.¿ records confirm a strattice (non-gore device) was used during the procedure. Records dated (B)(6) 2009 state the patient was seen for wound discharge, odor, and fevers. ¿after subsequent wound infection on 9/18, she underwent removal of infected mesh, irrigation and debridement of her wound, and placement of an acellular dermal matrix. She was discharged from our hospital on 09/28 with IV cefepime and vancomycin with home health nursing. Over the last week her husband has been helping her back her wound and they together began to notice a very foul odor and greenish discharge from the wound starting about three days ago. She has been getting wound care¿over the last several days. She has had ongoing fevers, chills, and sweats over the last three days. She was started on clindamycin yesterday, but she reports her fevers have been refractory despite antibiotics and she felt like she should return to our hospital for further treatment.¿ the (B)(6) 2009 records state: ¿abdomen: soft, nondistended. Wound exam reveals two openings at the tip of her flap. The openings are packed with gauze. Greenish discharge is noted on the gauze. Strattice mesh in the base of the larger opening. There is evidence of necrotic tissue on wound edges and base. Foul odorish greenish discharge is expressible.¿ the records indicate the patient was admitted to the hospital for treatment. Discharge summary records dated (B)(6) 2009indicate a principle diagnosis of complex abdominal wound with methicillin-resistant staphylococcus aureus infection. The patient ¿¿is a 49-year-old patient known well to the general surgery service. She developed a wound infection in her open abdominal wound and presented for admission.¿ discharge summary records dated (B)(6) 2009 state: ¿the patient was admitted, and cultures were taken. She was started on zosyn, flagyl, and vancomycin. A PICC line was placed. She was clinically stable at her time and through her hospital stay, though she definitely had a very apparent wound infection. The cultures ultimately revealed mrsa, along with gram-negative bacilli, gram-positive bacilli, candida albicans, and also bacteroides.¿ the (B)(6) 2009 discharge summary records also state: ¿the patient's wound was dressed with wet-lo-dry dakin solution four times daily. Dr.(B)(6) also saw the patient and removed a couple sutures from her abdominal wound. The patient's wound showed quick improvement, and, therefore, arrangements were made for transfer to a skilled nursing facility for continuation of IV antibiotics and continuation of aggressive wound care as the patient had failed outpatient wound care.¿ medical records dated (B)(6) 2009 indicate patient was seen for wound assessment. ¿lower a [sic] abdominal is granulating well and there are a few areas of yellow slough tissue. Drainage is serosang thick drainage in wound vac. Wound measures 9cmx12cm with tunnelling of 2.5cm at 2 o"clock and 0.5cm at 12 o'clock. Wound bed is 100% red with edges intact and no foul odor. Just above this wound is a 0.5cm wound that does not connect with this lower abdominal wound. Placed white sponge in tunnelling areas and connected small posterior wound to abdominal wound vac. After applying silver wound vac dressing, noticed canister was full and unable to hook up to suction due to this. Educated patient on needing to change canister as soon as she gets home.¿ ¿I educated her on the importance of needing to hook up canister/suction within two hours, if not need to take off dressing and home health care to reapply dressing.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
Previous patient code/codes (1930, 3191: appropriate term/code not available for ¿mesh failure¿) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span may 13, 2009 through november 17, 2010 and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: hypertension; diabetes, controlled with medications. On (B)(6) 2009: glipizide, overweight. On (B)(6) 2009: ¿overweight.¿ on (B)(6) 2009: 174 lbs., bmi 31.69; methicillin resistant staphylococcus aureus; diverticulitis; alcohol. On (B)(6) 2009: 30-pack beer on weekends. Prior surgical procedures: unknown dates: ¿hernia fixed twice with mesh, mesh infections, mesh removal.¿ on (B)(6) 2006: ¿exploratory laparotomy for strangulated incisional hernia, multiple hernias found; 2 pieces synthetic mesh seen. Extensive lysis of adhesions, resection of small bowel containing enterotomies, cholecystectomy.¿ unknown dates: ¿... Has undergone 5 separate abdominal surgeries, ¿ colon resection for ruptured diverticulitis with colostomy and primary closure of abdomen... 6 months later underwent hartmann¿s reversal and has had at least 3 separate hernia repairs attempted on abdomen with mesh with difficulty with mesh infections.¿ implant preoperative complaints: on (B)(6) 2009: ¿presents with large abdominal wall hernia with loss of abdominal domain.¿ ¿CT scan demonstrates very little muscle on lateral sides of abdomen. Has majority of her intestine herniated out in to the defect.¿ ¿has had chills over last several weeks due to 'infection in her anterior abdominal wound.¿ abdomen: loss of domain anterior scar, diamond shaped, approximately 35 cm from top to bottom. From side to side 2 small draining sinuses with purulent, foul-smelling odor, more akin to anaerobic bacteria than stool.¿ ¿currently being treated at wound care center.¿ on (B)(6) 2009: ¿... History of ruptured diverticulitis status post exploratory laparotomy. She had multiple hernia surgeries subsequently. She has also had chronic wound issues and was thought to have a possible enterocutaneous fistula. She was, therefore, scheduled for an open ventral hernia and is here today.¿ ¿the patient has a massive ventral hernia with a large, anterior, diamond-shaped scar with a dressing overlying mid aspect of her abdomen. There is no noted drainage at this time.¿ implant procedure: ¿open ventral incisional hernia repair with 34 cm x 26 cm polytetrafluoroethylene gore dualmesh plus. Extensive abdominal lysis of adhesions lasting greater than 3 hours (dr. (B)(6)). Rectus femoris myocutaneous flap for abdominal wound closure (dr. (B)(6)).¿ implant: gore® dualmesh® plus biomaterial (06452375/1dlmcp08, 34cm x 26 cm, oval). Implant date: (B)(6) 2009 [hospitalization (B)(6) 2009] description of hernia being treated: ¿sharp dissection was then used to lyse adhesions, removing the skin from the bowel. This was densely adherent. There was no evidence of injury to the intestine throughout the extensive lysis of adhesions, which was undertaken for over 3 hours. We cleared the entire abdominal wall from adhesions. We were then able to identify the patient¿s remaining abdominal wall musculature, which was quite widespread, out laterally. With extensive adhesiolysis, we were able to clear an area of musculature for mesh placement. Inferiorly, the pubis was identified. Foley balloon allowed us to identify the bladder nicely and this was cleared away from the pubis. The falciform ligament was divided to allow the mesh to lay up nicely under the sternum.¿ implant size and fixation: ¿a 34 cm x 26 cm ptfe gore dualmesh plus was then chosen. Interrupted 0 prolene sutures were then used in u-shaped mattress fashion to place this in the intraperitoneal position in a retrorectus fashion securing it with approximately a 5-cm underlap beyond the musculature circumferentially. We worked circumferentially reducing the bowel content as the mesh was placed and sutures positioned. Between sutures, spiral tacks were placed to keep bowel content from herniating between the sutures. Once all of the sutures were placed, the bowel content had been completely reduced, the area was irrigated with antibiotic irrigation. At this point, skin flaps were raised by dr. (B)(6) to allow excision of all of the nonviable skin.¿ post-operative period: [10 days] on (B)(6) 2009: abdominal x-ray for vomiting: ¿mesh repair of abdominal wall with surgical drain in place. Normal gas pattern without any dilated loops.¿ on (B)(6) 2009: ¿patient is one week status post abdominal hernia repair with mesh placement. Two drains are in place. Clinically, the right lower quadrant drain is draining purulent appearing material.¿ on (B)(6) 2009: CT abdomen: ¿postoperative air in subcutaneous region around the mesh and in subcutaneous fat. Some small amount of fluid underneath mesh but without peripheral enhancement. This is likely a seroma . The more superior anterior drain lies along anterior aspect of mesh within postoperative air but there is no fluid in this region. Right lower quadrant drain travels through small lobulated fluid collection, approximately 8 x 4 x 3 cm, which is nonspecific.¿ on (B)(6) 2009: CT fluoroscopy drain placement. ¿only 5 mm of maroon fluid could be aspirated, suggesting this is hematoma. It was not grossly infected.¿ on (B)(6) 2009: discharge summary: ¿morning of postop day #1 patient was febrile and fever workup revealed urinary tract infection. Placed on ciprofloxacin. Also began to demonstrate low blood pressures, decreased urine output despite aggressive fluid resuscitation. Started on leech therapy on postop day 1 to rectus femoris myocutaneous flap secondary to significant venous congestion. Also required multiple blood transfusions throughout hospitalization secondary to blood loss from leech therapy.¿ ¿postop day #6, quality of jackson-pratt drainage output changed such that she was draining purulent fluid. Sent for culture which grew e. Coli and candida. Patient placed on cefepime and diflucan.¿ ¿her blood sugars were somewhat difficult to control and she was initiated on lantus, as well as an insulin sliding scale. When the patient's hemodynamic status was stabilized, she was transitioned back to her daily oral antiglycemic medication regimen.¿ relevant medical information: on (B)(6) 2009: ¿feeling progressively better. Minimal drainage/output from pigtail catheter. Left-sided abdominal wall drain decreased significantly in output, removed today without problems. Right-sided abdominal drain with increased output, cloudy fluid sent for culture.¿ explant preoperative complaints: on (B)(6) 2009: ¿presents with some separation of skin bridge between myocutaneous flap and right side of abdominal wall native skin. Has grown bacteroides fragilis from (B)(6) culture.¿ ¿drainage from right drain also positive for staph epidermidis, e. Coli, and strep viridans.¿ ¿continues to have purulent drainage of right jackson-pratt. Reports intermittent fevers.¿ ¿abdominal wall abscess/mesh infection with inadequate gentamicin irrigations and somewhat compromised appearing flap secondary to abscess. Will admit for further management.¿ on (B)(6) 2009: CT abdomen: ¿slight improvement of subcutaneous emphysema of anterior abdominal wall and inflammation of right lateral abdominal wall. Slight improvement of focal fluid collection at right anterior abdominal wall by iliac crest. Otherwise, no significant change in inflammation/residual collection of remainders of lower abdominal and pelvic walls.¿ explant procedure: removal of infected abdominal mesh with excision and debridement of contaminated tissues with placement of acellular dermal matrix to abdomen 16 x 20 inches. Explant date: (B)(6) 2009 [hospitalization (B)(6) 2009] ¿patient¿s previous incisions were opened and a very foul odor was expressed. Devitalization tissue was sharply debrided and tissue cultures were taken and sent for evaluation. Patient had purulent abdominal fluid both on top of and beneath the mesh, which were both cultured using swab culturettes. The area was copiously irrigated with 8 l of antibiotic solution. The mesh was identified and removed by dividing the sutures and removing the mesh in its entirety along with removal of the hernia tackers. Once this was complete, the area was again irrigated with antibiotic solution. The right lower abdominal area had the most odiferous discharge and this was carefully addressed. There was no evidence over the area of any enterocutaneous fistula or bowel fistula. The patient had an excellent fibrinous peel covering the entire intestinal area with intact very lateralized rectus muscles. Therefore, the decision was made to reapproximate the area with a large piece of strattice acellular dermal matrix to protect the underlying bowel from potential enterocutaneous fistula. The strattice was secured into position over the area using interrupted #1 prolene suture. Once this was secured into position, the wounds were reapproximated. The flap retained excellent blood flow throughout the procedure. A small area at the most distal portion was devitalized due to patient¿s previous radiographically inserted drain placement, and this was also debrided to freshly bleeding edges. The areas were then reapproximated using interrupted #1 vicryl suture at the deeper tissues, interrupted 2-0 and 3-0 vicryl sutures at the scarpa¿s fascia, and dermis, and interrupted #1 and 3-0 prolene suture at the skin level. The incision was reapproximated over multiple jackson-pratt drains exiting through new incisions. The drains were secured into position using interrupted prolene suture.¿ on (B)(6) 2009: discharge summary: ¿did have some acute postoperative anemia requiring 2 units red cells on (B)(6) 2009. Had jackson-pratt drains placed over mesh at time of surgery which were kept to bulb suction. Initially bulb suction began to fail as there was a small leak through the skin. Therefore, they were placed on wall suction. Drainage steadily decreased throughout postoperative course and jackson-pratt drains removed the morning of discharge.¿ ¿otherwise had uneventful postop course and made slow but steady progress until day of discharge. Day of discharge wound was dressed with saline moistened gauze per plastic surgery¿s recommendations.¿ relevant medical information: on (B)(6) 2009: ¿2 open areas at tip of flap, one has nice granulation tissue at the base, the other has stratus [strattice] at the base. Continue wet-to-dry dressings in these areas. Patient appears to be satisfied with progression of abdominal wounds as well as the closure and the fact that she does not have a massive hernia at this point.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿improper positioning of the smooth, non-textured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06452375. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: previous patient code/codes (1930, 3191: appropriate term/code not available for ¿mesh failure¿) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2010 and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: hypertension. Diabetes, controlled with medications. On (B)(6) 2009: glipizide. Overweight. On (B)(6) 2009: ¿overweight.¿ on (B)(6) 2009: 174 lbs., bmi 31.69. Methicillin resistant staphylococcus aureus. Diverticulitis. Alcohol. On (B)(6) 2009: 30-pack beer on weekends. Prior surgical procedures: unknown dates: ¿hernia fixed twice with mesh, mesh infections, mesh removal.¿ on (B)(6) 2006: ¿exploratory laparotomy for strangulated incisional hernia, multiple hernias found; 2 pieces synthetic mesh seen. Extensive lysis of adhesions, resection of small bowel containing enterotomies, cholecystectomy.¿ unknown dates: ¿... Has undergone 5 separate abdominal surgeries, ¿ colon resection for ruptured diverticulitis with colostomy and primary closure of abdomen... 6 months later underwent hartmann¿s reversal and has had at least 3 separate hernia repairs attempted on abdomen with mesh with difficulty with mesh infections.¿ implant preoperative complaints: on (B)(6) 2009: ¿presents with large abdominal wall hernia with loss of abdominal domain.¿ ¿CT scan demonstrates very little muscle on lateral sides of abdomen. Has majority of her intestine herniated out in to the defect.¿ ¿has had chills over last several weeks due to 'infection in her anterior abdominal wound.¿ abdomen: loss of domain anterior scar, diamond shaped, approximately 35 cm from top to bottom. From side to side 2 small draining sinuses with purulent, foul-smelling odor, more akin to anaerobic bacteria than stool.¿ ¿currently being treated at wound care center.¿ on (B)(6) 2009: ¿... History of ruptured diverticulitis status post exploratory laparotomy. She had multiple hernia surgeries subsequently. She has also had chronic wound issues and was thought to have a possible enterocutaneous fistula. She was, therefore, scheduled for an open ventral hernia and is here today.¿ ¿the patient has a massive ventral hernia with a large, anterior, diamond-shaped scar with a dressing overlying mid aspect of her abdomen. There is no noted drainage at this time.¿ implant procedure: ¿open ventral incisional hernia repair with 34 cm x 26 cm polytetrafluoroethylene gore dualmesh plus. Extensive abdominal lysis of adhesions lasting greater than 3 hours (dr. (B)(6) ). Rectus femoris myocutaneous flap for abdominal wound closure (dr. (B)(6) ).¿ implant: gore® dualmesh® plus biomaterial (06452375/1dlmcp08, 34cm x 26 cm, oval). Implant date: (B)(6) 2009 [hospitalization (B)(6) 2009]. Description of hernia being treated: ¿sharp dissection was then used to lyse adhesions, removing the skin from the bowel. This was densely adherent. There was no evidence of injury to the intestine throughout the extensive lysis of adhesions, which was undertaken for over 3 hours. We cleared the entire abdominal wall from adhesions. We were then able to identify the patient¿s remaining abdominal wall musculature, which was quite widespread, out laterally. With extensive adhesiolysis, we were able to clear an area of musculature for mesh placement. Inferiorly, the pubis was identified. Foley balloon allowed us to identify the bladder nicely and this was cleared away from the pubis. The falciform ligament was divided to allow the mesh to lay up nicely under the sternum.¿ implant size and fixation: ¿a 34 cm x 26 cm ptfe gore dualmesh plus was then chosen. Interrupted 0 prolene sutures were then used in u-shaped mattress fashion to place this in the intraperitoneal position in a retrorectus fashion securing it with approximately a 5-cm underlap beyond the musculature circumferentially. We worked circumferentially reducing the bowel content as the mesh was placed and sutures positioned. Between sutures, spiral tacks were placed to keep bowel content from herniating between the sutures. Once all of the sutures were placed, the bowel content had been completely reduced, the area was irrigated with antibiotic irrigation. At this point, skin flaps were raised by dr. (B)(6) to allow excision of all of the nonviable skin.¿ post-operative period: [10 days]. On (B)(6) 2009: abdominal x-ray for vomiting: ¿mesh repair of abdominal wall with surgical drain in place. Normal gas pattern without any dilated loops.¿ on (B)(6) 2009: ¿patient is one week status post abdominal hernia repair with mesh placement. Two drains are in place. Clinically, the right lower quadrant drain is draining purulent appearing material.¿ on (B)(6) 2009: CT abdomen: ¿postoperative air in subcutaneous region around the mesh and in subcutaneous fat. Some small amount of fluid underneath mesh but without peripheral enhancement. This is likely a seroma . The more superior anterior drain lies along anterior aspect of mesh within postoperative air but there is no fluid in this region. Right lower quadrant drain travels through small lobulated fluid collection, approximately 8 x 4 x 3 cm, which is nonspecific.¿ on (B)(6) 2009: CT fluoroscopy drain placement. ¿only 5 mm of maroon fluid could be aspirated, suggesting this is hematoma. It was not grossly infected.¿ on (B)(6) 2009: discharge summary: ¿morning of postop day #1 patient was febrile and fever workup revealed urinary tract infection. Placed on ciprofloxacin. Also began to demonstrate low blood pressures, decreased urine output despite aggressive fluid resuscitation. Started on leech therapy on postop day 1 to rectus femoris myocutaneous flap secondary to significant venous congestion. Also required multiple blood transfusions throughout hospitalization secondary to blood loss from leech therapy.¿ ¿postop day #6, quality of jackson-pratt drainage output changed such that she was draining purulent fluid. Sent for culture which grew e. Coli and candida. Patient placed on cefepime and diflucan.¿ ¿her blood sugars were somewhat difficult to control and she was initiated on lantus, as well as an insulin sliding scale. When the patient's hemodynamic status was stabilized, she was transitioned back to her daily oral antiglycemic medication regimen.¿ relevant medical information: on (B)(6) 2009: ¿feeling progressively better. Minimal drainage/output from pigtail catheter. Left-sided abdominal wall drain decreased significantly in output, removed today without problems. Right-sided abdominal drain with increased output, cloudy fluid sent for culture.¿ explant preoperative complaints: on (B)(6) 2009: ¿presents with some separation of skin bridge between myocutaneous flap and right side of abdominal wall native skin. Has grown bacteroides fragilis from (B)(6) culture.¿ ¿drainage from right drain also positive for staph epidermidis, e. Coli, and strep viridans.¿ ¿continues to have purulent drainage of right jackson-pratt. Reports intermittent fevers.¿ ¿abdominal wall abscess/mesh infection with inadequate gentamicin irrigations and somewhat compromised appearing flap secondary to abscess. Will admit for further management.¿ on (B)(6) 2009: CT abdomen: ¿slight improvement of subcutaneous emphysema of anterior abdominal wall and inflammation of right lateral abdominal wall. Slight improvement of focal fluid collection at right anterior abdominal wall by iliac crest. Otherwise, no significant change in inflammation/residual collection of remainder of lower abdominal and pelvic walls.¿ explant procedure: removal of infected abdominal mesh with excision and debridement of contaminated tissues with placement of acellular dermal matrix to abdomen 16 x 20 inches. Explant date: (B)(6) 2009 [hospitalization (B)(6) 2009]. ¿patient¿s previous incisions were opened and a very foul odor was expressed. Devitalization tissue was sharply debrided and tissue cultures were taken and sent for evaluation. Patient had purulent abdominal fluid both on top of and beneath the mesh , which were both cultured using swab culturettes. The area was copiously irrigated with 8 l of antibiotic solution. The mesh was identified and removed by dividing the sutures and removing the mesh in its entirety along with removal of the hernia tackers. Once this was complete, the area was again irrigated with antibiotic solution. The right lower abdominal area had the most odiferous discharge and this was carefully addressed. There was no evidence over the area of any enterocutaneous fistula or bowel fistula. The patient had an excellent fibrinous peel covering the entire intestinal area with intact very lateralized rectus muscles. Therefore, the decision was made to reapproximate the area with a large piece of strattice acellular dermal matrix to protect the underlying bowel from potential enterocutaneous fistula. The strattice was secured into position over the area using interrupted #1 prolene suture. Once this was secured into position, the wounds were reapproximated. The flap retained excellent blood flow throughout the procedure. A small area at the most distal portion was devitalized due to patient¿s previous radiographically inserted drain placement, and this was also debrided to freshly bleeding edges. The areas were then reapproximated using interrupted #1 vicryl suture at the deeper tissues, interrupted 2-0 and 3-0 vicryl sutures at the scarpa¿s fascia, and dermis, and interrupted #1 and 3-0 prolene suture at the skin level. The incision was reapproximated over multiple jackson-pratt drains exiting through new incisions. The drains were secured into position using interrupted prolene suture.¿ on (B)(6) 2009: discharge summary: ¿did have some acute postoperative anemia requiring 2 units red cells on (B)(6) 2009. Had jackson-pratt drains placed over mesh at time of surgery which were kept to bulb suction. Initially bulb suction began to fail as there was a small leak through the skin. Therefore, they were placed on wall suction. Drainage steadily decreased throughout postoperative course and jackson-pratt drains removed the morning of discharge.¿ ¿otherwise had uneventful postop course and made slow but steady progress until day of discharge. Day of discharge wound was dressed with saline moistened gauze per plastic surgery¿s recommendations.¿ relevant medical information: on (B)(6) 2009: ¿2 open areas at tip of flap, one has nice granulation tissue at the base, the other has stratus [strattice] at the base. Continue wet-to-dry dressings in these areas. Patient appears to be satisfied with progression of abdominal wounds as well as the closure and the fact that she does not have a massive hernia at this point.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿improper positioning of the smooth, non-textured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06452375. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. On (B)(6) 2006: [missing records: operative report from (B)(6) 2006 regarding exploratory laparotomy with lysis of adhesions, bowel resection and cholecystectomy was not provided.] (B)(6) 2009: (B)(6). Office note. Presents with large abdominal wall hernia with loss of abdominal domain. CT scan demonstrates very little muscle on lateral sides of abdomen. Has majority of her intestine herniated out into the defect. Overweight. Large stellate scar in mid abdomen with three areas treated with aquacel. Assessment: massive abdominal wall hernia with loss of abdominal domain. Possible enterocutaneous fistula with open wound drainage. Plan: discussed with patient about open abdominal wall reconstruction. Discussed possibility of synthetic mesh use vs biologic mesh use vs muscular tissue. [Missing records: records for the CT scan demonstrating ¿majority of intestine herniated out into defect¿ were not provided.] On (B)(6) 2009: (B)(6). Office note. Feeling progressively better. Minimal drainage/output from pigtail catheter. Left-sided abdominal wall drain decreased significantly in output, removed today without problems. Right-sided abdominal drain with increased output, cloudy fluid sent for culture. Currently on bactrim and diflucan. Exam: appears stronger than when last seen in hospital. Abdominal incisions healing, clean, dry, intact. No areas of erythema. Skin paddle of the flap has good color, good capillary refill. Same temperature as surrounding skin. Continue full course antibiotics. Will follow up on culture and prescribe additional antibiotics if necessary. On (B)(6) 2009: [missing records: a culture report detailing analysis of the specimen collected during (B)(6) 2009 office visit was not provided.] On (B)(6) 2009: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2009 procedure was not provided.] On (B)(6) 2009: (B)(6). Discharge summary. Principle diagnosis: infected abdominal mesh after ventral hernia repair. Hospital course: postoperatively patient was placed on cefepime, vancomycin, and flagyl. Was transitioned from IV to oral pain medication. Did have some acute postoperative anemia requiring 2 units red cells on (B)(6) 2009. Cultures were followed to ensure proper antibiotic coverage. Kept on bed rest initially, then slowly mobilized. Had jackson-pratt drains placed over mesh at time of surgery which were kept to bulb suction. Initially bulb suction began to fail as there was a small leak through the skin. Therefore, they were placed on wall suction. Drainage steadily decreased throughout postoperative course and jackson-pratt drains removed the morning of discharge. Otherwise had uneventful postop course and made slow but steady progress until day of discharge. Day of discharge wound was dressed with saline moistened gauze per plastic surgery¿s recommendations. Afebrile, white count normal. Home health orders: saline-moistened gauze to open abdominal area once daily and as needed. Cefepime, vancomycin, and PICC line care. No activity restrictions. Patient may shower. No submerging until postoperative appointment. On (B)(6) 2009: (B)(6). Office note. Continuing antibiotics. 2 open areas at tip of flap, one has nice granulation tissue at the base, the other has stratus at the base. Continue wet-to-dry dressings in these areas. Patient appears to be satisfied with progression of abdominal wounds as well as the closure and the fact that she does not have a massive hernia at this point. On (B)(6) 2009: (B)(6). Office note. Still receiving vancomycin, diflucan and zosyn at nursing facility. Still applying dakin soaked kerlix four times to abdominal wound. Good improvement in appearance and smell of wound. Wound clean with good granulation tissue. Some small scabs removed, as were remaining sutures. Redressed with saline-soaked kerlix. Wound vac may be applied, with black sponge at 125 mmhg continuous pressure, to be changed monday/wednesday/friday and also continue diflucan, vancomycin and zosyn for additional 2 weeks. On (B)(6) 2009: (B)(6). Office note. Abdominal wound healing with less depth. Small tongue of tunneling at 9:00 position. Some separation of soft tissue from exposed mesh from 6:00 to 8:00. Some granulation tissue there. Overall healing well, no signs of infection. On (B)(6) 2009: (B)(6). Office note. Nice granulation tissue to stratus, not malodorous. Stitch abscess in most inferior aspect of midline incision superior to wound. Removed some stitch from the area and drained some purulent material that was tracking into the large abdominal wound. Continue wound vac. Suspect stitch abscess to heal. On (B)(6) 2009: [missing records: a culture report detailing analysis of the specimen collected during the (B)(6) 2009 office visit was not provided.] On (B)(6) 2010: (B)(6). Office note. Patient states stitch abscess cultured by wound clinic. Anterior abdominal wall: area approximately 10 x 12 cm without dermis but has good healthy granulation tissue. Probed 3-4 cm long tract in left upper aspect. Tract appears clean. Right upper aspect of wound, small pinhole probed. Very minimal purulent material drained. Tract approximately 2 cm in length. Both packed with packing strips. Wound overall appears very clean. Do not believe starting empiric antibiotics is warranted. On (B)(6) 2010: (B)(6). Office note. Wound vac found to be infected and discontinued. Placed on wet-to-dry dressings. On ticarcillin for approximately 1 week. Had some itching about the wound and some discomfort in lower abdomen. Wound bed beefy pink granulation tissue. 3 tunnels in superior aspect of wound. Tunneling on far right is approximately 5 cm deep. When probed, some purulent material is expressed-cultured today. Overall wound is quite wet with significant amount of drainage. Tunnels packed with nu gauze, acticoat silver dressing placed over wound, padded with abds and closed with micropore tape. On (B)(6) 2010: [missing record: a culture report detailing analysis of the specimen collected during the (B)(6) 2010 office visit was not provided.] (B)(6) 2010: (B)(6). Office note. Some granulated tissue on surface. 3 open areas. Top 2 communicate. Subcutaneous open space with some purulence. No evidence of enteric content, no evidence of bilious drainage to suggest fistula. Appears to be just an area of drainage likely due to some subcutaneous pocket in the area. Assessment: slowly healing wound. Plan: CT today to get idea of how much open space she has under viable skin. On (B)(6) 2010: [missing records: records for the CT scan ¿today¿ were not provided.] On (B)(6) 2010: (B)(6). Office note. Received copy of CT report dated (B)(6) 2010: abdomen revealed large ventral hernia which continues loops of both large and small bowel without evidence of incarceration. Enterocutaneous fistula left lower quadrant no longer seen. New enterocutaneous fistula identified in mid pelvis approximately 3.5 cm to right of midline and approximately 4.5 cm superior to level of pubic symphysis. Received report from casa grande regional medical center: wound culture: 4(+) e. Coli, 4(+) klebsiella pneumonia. Vre [vancomycin resistant enterococci] also obtained. Given ciprofloxacin prescription. On (B)(6) 2010: (B)(6). Office note. May have what appears to be enterocutaneous fistula on CT, but on exam has some tracking but no significant bile or enteric contents on dressing. Continue dressing changes, half-strength hydrogen peroxide for irrigation, allow things to heal and progress as they are. On (B)(6) 2010: (B)(6). Office note. Continues to improve, has intermittent bouts of excessive drainage which is infrequent and decreasing in frequency. Wound slowly healing. 4 small openings packed with nu gauze, clean, intact, no evidence of infection. On (B)(6) 2010: (B)(6). Office note. Patient seen in ER, sent home, pain resolved. White blood cell count on (B)(6) 17,000, (B)(6) 900. Had no further abdominal pain. Abdomen healing nicely. Small amount drainage. Has ostomy bag to decrease irritation of surrounding skin. Will repeat cat scan. [Missing records: records for repeat cat scan were not provided.] On (B)(6) 2010: (B)(6). Office note. CT scan showed new ec [enterocutaneous] fistula. States drainage from 2 open sites not enough to soak through all dressing during course of a day. Substantially improved from couple weeks ago. Abdomen has 2 openings. One on left approximately 2 x 3 cm in diameter, at least 4 cm deep, with granulation tissue within wound. Greenish purulent malodorous drainage from this site. Open wound on right is approximately 1 x 2 cm and at least 1 cm deep. Also green, purulent, malodorous drainage from this site, not as much as on the left. Will likely need surgical intervention for fistulas. On (B)(6) 2010: (B)(6). Operative report. Preop diagnosis: enterocutaneous fistula (B)(6). Preop indication: enterocutaneous fistula (B)(6). Assistant: (B)(6). Postop diagnosis: enterocutaneous fistula from: a) transverse colon. B) area of matted small intestine. (B)(6). Enterocutaneous fistula. (B)(6). Procedure: resection of a portion of transverse colon with side-to-side colocolostomy. Resection of a portion of small intestine with side-to-side anastomosis. Extensive lysis of adhesions (B)(6). Placement of alloderm 16 x 20 cm, abdomen. Closure of abdominal wound with 33 cm layered with excisional debridement of 18-cm2 abdominal wound. (B)(6). (B)(6): anesthesia: general. Estimated blood loss: less than 100 ml. Preoperative antibiotics: given intravenously. Indication for procedure: the patient presented with history of previous multiple surgeries and multiple bowel resections, as well as multiple abdominal wall hernia repairs. She presented with an open wound which had failed to heal conservatively and CT evidence of possible enterocutaneous fistula. The risks, benefits, and alternatives to resection of enterocutaneous fistula and restoration of intestinal continuity and abdominal wall closure were discussed with the patient in detail. She agreed to proceed with the planned operation. Description of procedure: ¿the patient was brought into the operating suite and placed in supine position under general anesthesia. A foley catheter was placed. She was prepped and draped in the usual sterile fashion. A midline incision was made. The subcutaneous tissues were divided down to an area of hernia sac in her upper abdomen. A tedious dissection was then undertaken, entering the abdominal cavity where we encountered a loop of colon which was creating an enterocutaneous fistula up through her previous midline wound which connected to a subcutaneous space over toward the left side of the abdomen. This area of colon was dissected down from the anterior abdominal wall, identifying its proximal and distal portions and this was the transverse colon. We then resected this small portion with an endo gia stapler, preserving the middle colic vasculature. Tedious dissection of adhesiolysis was then undertaken, encountering an area of mid jejunum which was also fistulized to the anterior abdominal wall. We were able to isolate this limb of jejunum and it was again transected with endo gia staplers after dissection that led us back to the ligament of treitz as well as down to the terminal ileum, identifying both the proximal and distal limbs from the enterocutaneous fistula. A side-to-side anastomosis was then able to be performed with a 60-endo gia stapler, restoring the intestinal continuity and common enterotomy sites closed with a ta staple load. The staple lines were oversewn with interrupted 3-0 silk sutures. Inspection of the rest of the intestine did demonstrate an area of excoriation on the cecum. This was excised with an endo gia staple load and the staple line oversewn with interrupted 3-0 silk sutures. There was no evidence of narrowing of the ileocecal valve in this area. Attention was turned back toward the transverse colon. Viability at ends was ensured with good pulses as well as bleeding of the end staple lines. We then performed a side-to-side anastomosis again with a 60-endo gia staple load and oversewed the anastomosis with interrupted 3-0 silk sutures. The abdomen was copiously irrigated and suctioned dry. Hemostasis was ensured. The entire bowel was then run again, inspecting for any evidence of intestinal injury or serosal tears and this seemed to be in fine shape. At this point, the abdominal wall closure was undertaken by (B)(6) and is dictated in her separate note.¿ [by (B)(6)]: anesthesia: general. Indication for procedure: the patient presents after multiple abdominal interventions with an enterocutaneous fistula. Risks, benefits, and alternatives of abdominal wound closure were discussed with patient. She had a previous rectus femoris myocutaneous flap to the abdomen as well as significant infection and degradation of her previous repair after removal of mesh, and the surgery is done in combination with dr. Harold of general surgery for resection of enterocutaneous fistula and closure of the abdominal wall. Description of procedure: ¿the patient was in supine position, prepped and draped in sterile fashion. Guidance was given to general surgery for laparotomy along the previous surgical lines aborting the vascular supply to the rectus femoris myocutaneous flap. Incision was carried through the skin and into the subcutaneous tissue and abdominal cavity. The laparotomy, etc., was performed by general surgery. Once this was complete, the abdominal wall was evaluated and there was found to be some areas, which were extremely thinned out and was questionable blood supply. These areas were sharply excised and debrided for healthy tissue for wound closure. Because of the patient¿s bowel resection and repair, suture lines, and the condition of the anterior abdominal wall, a 15- x 20-cm acellular dermal matrix was sutured into position using interrupted 0 vicryl suture. This was secured over the anterior abdominal wall, the area of the incision. Once this was complete, the incision was reapproximated in layers using interrupted #1 vicryl suture at the deepest layer, interrupted 3-0 vicryl suture at the dermis, and surgical staples at the skin level. The patient tolerated the procedure well. All sponge and needle counts were correct at the completion of the procedure and she was taken to the recovery area in good condition.¿ on (B)(6) 2010: (B)(6). Operative report. Assistant: (B)(6). Preop diagnosis: open abdominal wound. Preop indication: open abdominal wound. Postop diagnosis: open abdominal wound. Procedure: exploration and closure of abdominal wound. Anesthesia: general. Indications for procedure: the patient underwent an abdominal enterocutaneous fistula takedown as well as abdominal wound closure and placement of alloderm. The patient three days postoperatively had a small amount of serous drainage from the wound. The risks, benefits, and alternatives of wound exploration were discussed with patient due to the fact she has an extremely difficult surgical history. The patient understands and wishes to proceed. Description of procedure: ¿the patient was in supine position, prepped and draped in sterile fashion. The staples in the midline portion of the abdomen were removed and it was evident that the wound had dehisced, and underlying alloderm was evident. The alloderm was somewhat adherent to the area. The edges of the wound and the underlying tissues were debrided. The area was irrigated with antibiotic solution. Tissue cultures as well as viral cultures were taken and sent for evaluation. Then, using #1 vicryl sutures, the underlying tissues were reapproximated over the alloderm. The wound was nearly reapproximated except for a 3-mm portion in the very midsection. The skin was reapproximated using running 4-0 monocryl suture. A wound vac device was applied on top of the incision and xeroform and placed to suction. The patient tolerated the procedure well and we will wait for culture results. Sponge and needle counts were correct and the patient was taken to the recovery area in good condition.¿ on (B)(6) 2010: (B)(6). Radiology-CT abdomen/pelvis. No CT evidence of abscess. Few small locules of subcutaneous emphysema in midline anterior abdominal wall, likely postsurgical. Right inferior abdominal wall mild skin thickening and subcutaneous stranding with a few locules of subcutaneous gas. May be post-surgical vs. Secondary to cellulitis. On (B)(6) 2010: (B)(6). Discharge summary. Diagnoses: abdominal wall hernia with enterocutaneous fistula and devitalized skin. Wound infection. Acute renal failure. Hospital course: initially progressed well postoperatively; however, postop day 3 had small amount skin breakdown lateral to midline incision. Wound dressed with aquagel silver dressing. Postop day 5 went back to or for debridement of wound edges secondary to skin breakdown/ wound infection. Wound vac placed after 2nd procedure. No further signs of infection. On zosyn empirically. Wound cultures grew enterococcus, mrsa, and klebsiella. Transitioned to vancomycin. Continued to have persistent leukocytosis and ciprofloxacin was added. Received 4 days of zosyn prior to switching to vancomycin. Received 9 days vancomycin and 6 days ciprofloxacin prior to discharge. Discharged on 10 days ciprofloxacin p.o. [By mouth]. Creatinine increased, vancomycin trough high. Thought to be resultant of nephrotoxicity secondary to vancomycin. Antibiotics changed to renal dosing with decrease in creatinine. Freedom wound vac obtained. Increase activity as tolerated including ambulation. No heavy lifting for 6 weeks; not to lift more than 15 pounds. Continue to wear abdominal binder. Can shower, no baths, swimming pools until wound healed. On(B)(6) 2010: (B)(6). Office note. Good granulation tissue. Continuing wound vac therapy. No signs erythema around wound. Good granulation bed with a shallow defect approximately a couple millimeter depth only and total length 10 cm with one portion widened approximately 2 cm in width, otherwise approximately 1 cm in width, has l-shaped/stellate configuration. Plan: 3-4 additional weeks wound vac therapy. On (B)(6) 2010: (B)(6). Office note. Patient stated she had some drainage and evidence of infection. Wound looks clean with minimal odor, otherwise good condition. Wound vac reapplied. Tissue cultures showed staph. Started on 10-day course bactrim. On (B)(6) 2010: (B)(6). Office note. Approximately 5 x 3 cm fusiform defect in midabdominal wall. Healthy, beefy granulation tissue at the base. Minimal slough, evidence of silver nitrate use at base of wound. No odor, no drainage. Significant wound healing progression. On (B)(6) 2010: (B)(6). Office note. Incision healing nicely. Minimal amount granulation tissue with no evidence of infection. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2009, including records for the ruptured diverticulitis, exploratory laparotomy ,colon resection with colostomy, hartmann¿s reversal of colostomy, multiple hernia surgeries with history of mesh infection and history of chronic wound were not provided. Medical records for surgical consult dated(B)(6) 2009 indicates chief complaint ventral hernia. The patient ¿.is a 48- year-old female with a history of multiple abdominal surgeries for hernias stemming from an exploratory laparotomy for ruptured diverticulitis which resulted in her abdomen being left open. She has undergone, she believes, five separate abdominal surgeries, the first being a colon resection for ruptured diverticulitis with a colostomy and primary closure of her abdomen after that time. Approximately 6 months later she underwent a hartmann's reversal and has had at least three separate hernia repairs attempted on her abdomen with mesh with difficulty with mesh infections. She is currently being treated at a wound care center in casa grande and was referred here for abdominal wall reconstruction.¿ the surgical consult dated (B)(6) 2009 states: ¿this is a 48-year-old female with significant anterior loss of domain and complete loss of the anterior abdominal wall with a thin layer of skin covering her bowel. She does have a couple of draining sinuses. These do not appear to be enterocutaneous fistulae but that is something we will consider and we will deal with at the time of surgery.¿ plastic surgery consult states: ¿if needed, the plan would be to reconstruct the abdominal wall with one or both rectus femoris myocutaneous flaps in a pedicle fashion.¿ history and physical records dated(B)(6) 2009 indicate patient was admitted on (B)(6) 2009 and discharged on (B)(6) 2009. Records indicate a chief complaint of ventral hernia. The patient ¿.is a 49-year-old female with a history of multiple abdominal surgeries for hernias. These were result of an exploratory laparotomy for ruptured diverticulitis. She had chronic wound issues and was thought to have a possible enterocutaneous fistula . She was, therefore, scheduled for open ventral hernia repair with possible resection of enterocutaneous fistula and abdominal wall reconstruction in conjunction with plastic surgery.¿ operative records dated (B)(6) 2009 indicate the patient underwent open ventral incisional hernia repair with 34 cm x 26 cm polytetrafluoroethylene gore dualmesh plus, extensive abdominal lysis of adhesions lasting greater than 3 hours, and rectus femoris myocutaneous flap for abdominal wound closure. The operative records dated (B)(6) 2009 state: ¿patient presented with a history of previous multiple ventral incisional hernia repairs. She had recurrence of her ventral incisional hernia along with nonviable skin in the middle of her abdominal wall and loss of abdominal domain with over half of her intra-abdominal contents out within her hernia.¿ the records dated (B)(6) 2009 continue: ¿sharp dissection was then used to lyse adhesions, removing the skin from the bowel. This was densely adherent. There was no evidence of injury to the intestine throughout the extensive lysis of adhesions, ¿which was undertaken for over 3 hours¿. We cleared the entire abdominal wall from adhesions. We were then able to identify the patient's remaining abdominal wall musculature, which was quite widespread, out laterally.¿ records dated (B)(6) 2009 state: ¿with extensive adhesiolysis, we were able to clear an area of musculature for mesh placement. Inferiorly, the pubis was identified. Foley balloon allowed us to identify the bladder nicely and this was cleared away from the pubis. The falciform ligament was divided to allow the mesh to lay up nicely under the sternum. A 34- cm x 26-cm ptfe gore dualmesh plus was then chosen. Interrupted 0 prolene sutures were then used in u-shaped mattress fashion to place this in the intraperitoneal position in a retrorectus fashion securing it with approximately a 5-cm underlap beyond the musculature circumferentially.¿ the operative records dated (B)(6) 2009 continue: ¿we worked circumferentially reducing the bowel content as the mesh was placed and sutures positioned. Between sutures, spiral tacks were placed to keep bowel content from herniating between the sutures. Once all of the sutures were placed, the bowel content had been completely reduced, the area was irrigated with antibiotic irrigation. At this point, skin flaps were raised by dr. (B)(6) to allow excision of all of the nonviable skin.¿ operative records dated (B)(6) 2009 state: ¿the right anterior thigh was marked for a rectus femoris myocutaneous flap. Incisions were carried out through the skin and subcutaneous tissues to the level of the investing fascia. The fascia was incised and the muscle belly of the rectus femoris was identified, as well as the tendinous portion. The tendon was incised at the most distal aspect and the rectus femoris muscle and accompanying skin and subcutaneous tissue were elevated from distal to proximal in a submuscular plane.¿ records dated (B)(6) 2009 continue: ¿this was carefully elevated to the level of the vascular pedicle. The lateral femoral circumflex vessels were identified and a branch to the rectus femoris was identified, as well as a branch to the serratus muscle. The muscle belly was secured to the investing fascia using interrupted 3-0 vicryl suture to prevent shearing and the more distal portion of the muscle was divided. A few small incisions were created into the muscular fascia after it was transposed through a tunnel into the abdominal wound for increased length.¿ the (B)(6) 2009 operative records state: ¿the doppler was used to evaluate the « < 3 .15 > »[sic]. The myocutaneous flap was then secured into position and using interrupted 2-0 vicryl suture at the fascia to close the abdominal wound. The majority of the upper and lateral aspects of the abdomen were able to be closed using interrupted #1 vicryl suture at the deeper fascia! Tissues, interrupted 2-0 vicryl suture at the fascia, and interrupted 3-0 vicryl suture at the dermis, and running subcuticular 4-0 monocryl suture at the skin level.¿ operative records date (B)(6) 2009 continue: ¿total length of this closure was 42 cm with an open wound of 10 x 20 cm. The rectus femoris myocutaneous flap was then secured into position using interrupted 3-0 vicryl suture at the dermis and a running subcuticular 4-0 monocryl suture at the skin level. The flap appeared to have good viability with good capillary refill.¿ the records confirm a gore ualmesh®plus biomaterial (1dlmcp08/06452375) was used during the procedure. Radiology records dated (B)(6) 2009 state: ¿patient is one week status post abdominal hernia repair with mesh placement. Two drains are in place. Clinically, the right lower quadrant drain is draining purulent appearing material. CT obtained to evaluate for undrained collections.¿ radiology CT abdomen and pelvis findings dated (B)(6) 2009 state: ¿postoperative air in the subcutaneous region around the mesh and in the subcutaneous fat. There is a some [sic]small amount of fluid underneath the mesh but without peripheral enhancement. This is likely a seroma. The more superior anterior drain lies along the anterior aspect of the mesh within postoperative air but there is no fluid in this region. The right lower quadrant drain travels through a small lobulated fluid collection, approximately 8 x 4 x 3 cm, which is nonspecific. Foley catheter within the decompressed urinary bladder. Significant atelectasis in the right lung base. Small amount of atelectasis in the left lung base. Small bilateral pleural effusions.¿ radiology records dated (B)(6) 2009 state: ¿using sterile technique, local anesthetic, and CT fluoroscopy, access was obtained into this collection with an 18-gauge modified potts needle. Very little fluid could be obtained. A wire was easily advanced into the fluid collection and the needle exchanged for an 8 french locking loop apd catheter. Only 5 mm of maroon fluid could be aspirated, suggesting this is hematoma. It was not grossly infected. Dr (B)(6) requested that the drain remain in place for flushing antibiotics. The fluid sample was sent for analysis. The catheter was placed to suction bulb drainage. No immediate complication. Final images show excellent position of the catheter within the complex fluid collection, which is likely a hematoma.¿ the records for hospital course (B)(6) 2009 to(B)(6) 2009 continue: ¿early in the morning of postoperative day 1, she was febrile and fever workup revealed a urinary tract infection. She was placed on ciprofloxacin. At this time, she also began to demonstrate low blood pressures, as well as decrease urine output despite aggressive fluid resuscitation. She was transferred to intermediate status at this time. She was started on leech therapy on postoperative day 1 to her rectus femoris myocutaneous flap secondary to significant venous congestion.¿ the records for hospital stay (B)(6) 2009 to (B)(6) 2009 continue: ¿patient was found to also require multiple blood transfusions throughout her hospitalization secondary to blood loss from leech therapy. She was also found to have an elevated white blood cell count despite treatment appropriate for her urinary tract infection and vancomycin was added secondary to the patient's history of mrsa infection. Her white blood cell count began to decrease at this time. However, on postoperative day 6, the quality of her jp drainage output changed such that she was draining purulent fluid.¿ the records for hospital stay (B)(6) 2009 to (B)(6) 2009 state: ¿this was sent off for culture which grew e. Coli as well as candida. The patient was placed on cefepime, as well as diflucan. Her white blood cell count did decrease significantly after change in her medication regimen. Leech therapy was discontinued on postoperative day 6, however, as the flap had improved in viability. A CT scan was obtained on postoperative day 7 due to purulent output from the jp drains and this demonstrated a fluid collection in the right lower quadrant just anterior to the mesh.¿ records for hospital stay (B)(6) 2009 to (B)(6) 2009 continue: ¿an additional pigtail drain was placed by lnterventional radiology and t.i.d. Gentamicin flushes were initiated, these being instilled through the patient's pigtail drain. The patient did well and white count continued to respond to this mode of therapy, as well as the patient's antibiotics. The quality of the jp drainage improved and was serous by the end of her hospitalization.¿ records for hospital stay(B)(6) 2009 to (B)(6) 2009 continue: ¿in regards to the patient's diabetes, she was started on a clear liquid diet on postoperative day 1 and advanced to a diabetic diet. Her blood sugars were somewhat difficult to control and she was initiated on lanius, as well as an insulin sliding scale. When the patient's hemodynamic status was stabilized, she was transitioned back to her daily oral antiglycemic medication regimen. Her blood sugars were somewhat brittle but did respond to additional sliding scale coverage in addition to her diabetic medications.¿ radiology records dated 9/17/2009 indicate a CT abdomen and pelvis with contrast was performed. The records state: ¿interval resolution of bilateral pleural effusion. Residual right lung base atelectasis. Small hiatal hernia. Slight improvement of subcutaneous emphysema of the anterior abdominal wall and the inflammation of the right lateral abdominal wall. Slight improvement of the focal fluid collection at the right anterior abdominal wall by the iliac crest. Otherwise, no significant change in inflammation/residual collection of the remainder of the lower abdominal wall and pelvic wall. Drainage tubes noted. Anterior abdominal wall mesh.¿ medical records for hospital admission(B)(6) 2009 to (B)(6) 2009 states principle diagnosis infected abdominal mesh after ventral hernia repair. The patient ¿¿is a 49-year-old female who is status post open ventral hernia repair with right rectus femoris myocutaneous flap with placement of ptfe gore dual mesh. She presented to the clinic today with continued purulent drainage into her right abdominal jp drain. She had been undergoing gentamicin flushes through her pigtail drain, however as of recently the flushes have been unsuccessful due to blockage of the drain. She was seen by plastic surgery on september 17th, and cultures were obtained which were positive for b. Fragilis, as well as staph epidermidis e .coli, and strep viridans. The patient had been placed on augmentin and had not started on vancomycin until yesterday. Patient has also been having low-grade fevers. She was evaluated in clinic and due to continued drainage was sent for CT scan of the abdomen and pelvis. This showed continued focal fluid collection in the right anterior abdominal wall. Patient was therefore admitted for further management.¿ the records for the hospital admission (B)(6) 2009 to (B)(6) 2009 indicated that on(B)(6) 2009 the patient underwent surgical resection of her infected abdominal mesh with placement of stratus mesh. Operative records dated (B)(6) 2009 indicate the patient underwent removal of infected abdominal mesh with excision and debridement of contaminated tis sues with placement of acellular dermal matrix to abdomen 16 x 20 inches. The operative records dated (B)(6) 2009 state: ¿the patient's previous incisions were opened and a very foul odor was expressed. Devitalized tissue was sharply debrided and tissue cultures were taken and sent for evaluation. The patient had purulent abdominal fluid both on top of and beneath the mesh, which were both cultured using swab culturettes. The area was copiously irrigated with 8 l of antibiotic solution.¿ the records dated (B)(6) 2009 continue: ¿the mesh was identified and removed by dividing the sutures and removing the mesh in its entirety along with removal of the hernia tackers. Once this was complete, the area was again irrigated with antibiotic solution. The right lower abdominal area had the most odiferous discharge and this was carefully addressed. There was no evidence over the area of any enterocutaneous fistula or bowel fistula.¿ the operative records dated(B)(6) 2009 state: ¿the patient had an excellent fibrinous peel covering the entire intestinal area with intact very lateralized rectus muscles. Therefore, the decision was made to reapproximate the area with a large piece of strattice acellular dermalmatrix to protect the underlying bowel from potential enterocutaneous fistula. The strattice was secured into position over the area using interrupted #1 prolene suture. Once this was secured into position, the wounds were reapproximated.¿ the (B)(6) 2009 records continue: ¿the flap retained excellent blood flow throughout the procedure. A small area at the most distal portion was devitalized due to patient's previous radiographically inserted drain placement, and this was also debrided to freshly bleeding edges.¿ the operative records dated (B)(6) 2009 state: ¿the areas were then reapproximated using interrupted #1 vicryl suture at the deeper tissues, interrupted 2-0 and 3-0 vicryl sutures at the scarpa's fascia, and dermis, and interrupted #1 and 3-0 prolene suture at the skin level. The incision was reapproximated over multiple jackson-pratt drains exiting through new incisions. The drains were secured into position using interrupted prolene suture. Total length of incision was 54 cm, strattice acellular dermal matrix 16 x 20 inches.¿ records confirm a strattice (non-gore device) was used during the procedure. Medical records for hospital stay (B)(6) 2009 to (B)(6) 2009 indicate principle diagnosis of complex abdominal wound with methicillin-resistant staphylococcus aureus infection. The patient ¿¿is a 49-year-old patient known well to the general surgery service. She developed a wound infection in her open abdominal wound and presented for admission.¿ the medical records for admission (B)(6) 2009 to (B)(6) 2009 state: ¿the patient was admitted, and cultures were taken. She was started on zosyn, flagyl, and vancomycin. A PICC line was placed. She was clinically stable at her time and through her hospital stay, though she definitely had a very apparent wound infection. The cultures ultimately revealed mrsa, along with gram-negative bacilli, gram-positive bacilli, candida albicans, and also bacteroides.¿ the records for admission (B)(6) 2009 to (B)(6) 2009 also state: ¿the patient's wound was dressed with wet-lo-dry dakin solution four times daily. Dr. (B)(6) also saw the patient and removed a couple sutures from her abdominal wound. The patient's wound showed quick improvement, and, therefore, arrangements were made for transfer to a skilled nursing facility for continuation of IV antibiotics and continuation of aggressive wound care as the patient had failed outpatient wound care.¿ medical records dated (B)(6) 2009 indicate patient was seen for wound assessment. ¿lower a [sic] abdominal is granulating well and there are a few areas of yellow slough tissue. Drainage is serosang thick drainage in wound vac. Wound measures 9cmx12cm with tunnelling of 2.5cm at 2 o"clock and 0.5cm at 12 o'clock. Wound bed is 100% red with edges intact and no foul odor. Just above this wound is a 0.5cm wound that does not connect with this lower abdominal wound. Placed white sponge in tunnelling areas and connected small posterior wound to abdominal wound vac.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: additional surgery, infection, removal of mesh, mesh failure. Additional event specific information was not provided.